Event description:
It was initially reported: 'caregiver had just raised the alenti chair up and turned chair to bring to bath tub. And she heard snap and felt the chair give out. Caregiver stabilized so no one tipped over or got hurt." MFR ref #9611530-2013-00037.